Event description:
The hcp reported a patient receiving morphine via intrathecal drug delivery was admitted to the emergency room with "overdose symptoms" one day after refill. No specific symptoms or outcome were reported. The manufacturer has requested additional information from the hcp, but has not received it as of the date of report. A follow up will be sent when additional information is received.